Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
During the use of an angiojet in a thrombectomy procedure, the patient was experiencing elevated heart rate and the oxygen saturation dropped during the case. No further complications were reported.